Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the poppet valve not shifting. Additional malfunction of the tywraps leaking at the tubing.